Event description:
--

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing and loss of capture. A revision procedure was performed and the lead was found to have dislodged. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
The field representative indicated the lead would not be returned. If additional information is received, this report will be updated.